Event description:
A malfunction code was reported, identified as malfunction 9. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, which successfully resolved the issue, and instructed the customer to contact them if the malfunction recurs.